Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was recently activated and reported having access to sound with the device. The patient underwent a procedure on (B)(6) 2018 to have some cerumen removed as the patient has a radical mastoid. Per surgeon's report, the cleaning was very superficial and there was no shift of the device and no external exposure. No trauma or illness is reported. Problems with hearing were first noted by the patient on (B)(6) 2018 when a whooshing sound was noted. A little of this noise was present since activation but presents with significant tinnitus. Sound would cut in and out depending on which direction the head was turned. No problems were reported at the surgery. Re-implantation is planned.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, two electrode channels were found outside of cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient was recently activated and reported having access to sound with the device. The patient underwent a procedure on (B)(6) 2018 to have some cerumen removed as the patient has a radical mastoid. Per surgeon's report, the cleaning was very superficial and there was no shift of the device and no external exposure. No trauma or illness is reported. Problems with hearing were first noted by the patient on (B)(6) 2018 when a whooshing sound was noted. A little of this noise was present since activation but presents with significant tinnitus. Sound would cut in and out depending on which direction the head was turned. No problems were reported at the surgery. Re-implantation took place (B)(6) 2018. Per device explantation report, device was implanted in radical cavity. The excess lead was snaked behind cavity and buried in a trough. No implant bed was drilled and electrode lead on skull had dislocated from partial channel. Implant could be slightly rotated in situ with palpations prior to explantation.